Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that there was low impedances, 300 ohms. It was unknown if action was required as result of the event. Impedance testing was done. Patient was alive with no injury. It was noted that during the night there was a prickle in the patient¿s right body half, location was right side implant. The stimulation effect was ok and the patient had parkinson¿s disease. Additional information received reported that the patient was ok and everything was ok. There would be no further action. Additional information reported that the patient felt ¿power surges¿ in the right half of his body. After the patient spoke with the manufacturer¿s representative over the phone, the sensations had completely stopped. Further follow up indicated the serial number of the implantable neurostimulator was unknown and that the patient was doing ok and had no more side effects.